Event description:
It was reported that the patient received a driveline communication fault. The patient was hedging their bushes and cut their driveline when the alarm appeared. The site cleared the alarm and applied rescue tape to the cut. The alarm did not return. It was communicated that the driveline faults alarms did return so the patient returned (B)(6) 2022 for a modular cable exchange. The patient was not admitted and stable and was able to return back home.

Manufacturer narrative:
Manufacturer's investigation conclusion: during the investigation, it was discovered that the o-ring was damaged. The reported event of a driveline communication fault was confirmed via the submitted log file and functional testing. A review of the submitted log file contained data spanning approximately 8 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). On (B)(6) 2022 at 12:10:44 a com_a_fault was triggered and at 14:26:28 a driveline communication fault alarm activated. The com_a_fault remained intermittently active until 14:26:31 and the driveline communication fault alarm remained active for the rest of the log file. Pump operation was not affected and there were no other notable alarms active in the log file. The heartmate 3 vad modular cable (lot #7892830) was returned for analysis and functionally tested. Visual inspection identified the cable jacket was cut exposing the inner layers. The modular cable was found to not operate as intended during analysis; the driveline communication fault alarm was reproduced after manipulating the cable. The cables internal conductors were tested and failed due to an observed electrical short between the green and yellow wire. The cable¿s polyurethane layer was stripped where it was cut. The underlying green wire was completely severed, and the yellow wire was damaged. A root cause of the reported event was conclusively determined to be due to the com a and com b, the green and yellow wire respectively, being damaged and shorting to each other. The device history records were reviewed and the records revealed the heartmate 3 modular cable (lot#: 7892830) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 patient handbook section 4 - "living with the heartmate 3" instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged). Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.